Manufacturer narrative:
Tracking #.49657: d5,6; h4: info not available. Endopath dilating tip trocar: based upon the inquiry info received and the visual examination, it was confirmed that the reported event during surgery occurred. The sleeve was received with the inner gasket dislodged from its original position. The inner gasket was received in a separate sealed pouch, complete. No obturator was received with the device. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon inserted a 5mm dissector through the 511sd subxyphoid port. The white o-ring detached & fell into the pt. The o-ring was retrieved & a new 511sd was inserted. The case was completed without difficulty. There was no consequence to the pt.